Event description:
Information was received regarding a cadd cassette reservoir. It was reported that during the use of the product, the customer noticed medical fluid was leaking from the connector. There was no patient injury.

Manufacturer narrative:
Other, other text: one cadd cassette reservoirs was returned for the evaluation of the reported issue, as well as three pictures. From the pictures, a leak was observed. To further investigate, a function test was performed where the samples were test for leak by passing water through it; leaks were detected in the luer. The complaint was confirmed. The samples were broken in the female luer in order to review if there is any issue with the bonding. It was observed that there was delamination or lack of adhesive and the tube was not fully inserted. The type of solvent dispenser was changed because it was identified to not be appropriate for this assembly.